Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a demo procedure. The rep indicated that during a nexframe site verification the sagittal view displayed correctly, but the axial view was a coronal and the coronal view was an axial. The rep merged the nexframe demo exam to a ceretom scan and when rep viewed each exam individually. It was found that the demo displayed correctly, however the cretom labeling was off. The rep attempted to correct the ceretom scan, but was unable to get the proper orientation. The suspected cause was having the incorrect orientation selected when taking ceretom scan so the rep planned to have the site take a new ceretom scan. There was no patient present at the time of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the site provided a new ceretom scan was successfully merged with the nexframe demo and displayed the correct orientation. Nexframe site verification was completed.